Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reports that they are experiencing jaw popping and front gum discomfort with smell. Patient complaints of discomfort, jaw discomfort, infection/inflammation. Gathering more information to evaluate for next step.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.